Manufacturer narrative:
H6: the revisions reported were likely the result of prosthesis wear as stated in the experience report. Based on the images provided of the revised inserts, there appears to be some isolated deformation and/or pitting on the articular surface of the tibial insert in figure 2 and possible cleaning damage on the insert shown in figure 1. However, the nature and extent of the damage cannot be determined based on the solely provided images. An additional contributing factor to the revisions may have been inclusion of the implanted polyethylene components in the packaging recall.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 6147190 02-010-04-0315 - logic cr femoral por, right, sz 1.5, 3961908 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t, 6494607 201-78-15 - holding pin mini sharp point 4 pk, 6557683 201-78-81 - 3 trocar, mod. Hex 2pk, 6557684 201-78-81 - 3 trocar, mod. Hex 2pk, 6557705 201-78-81 - 3 trocar, mod. Hex 2pk, 6557707 201-78-81 - 3 trocar, mod. Hex 2pk, s048809 521-78-23 - threaded pin size 2.3 collared, s048826 521-78-23 - threaded pin size 2.3 collared. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 66 yo female patient, initial right knee implanted on (B)(6) 2020, was revised on (B)(6) 2023, approximately 2 years 8 months post the initial procedure. The patient was revised due to poly wear. The insert was replaced. There was no surgical delays prolongation during the procedure. The event is not related to a device breakage. The patient was last known to be in stable condition following the event. No device returns anticipated due to the hospital disposed of the implants. Device image provided. X-rays were unable to be obtained. No further information. Event associated with revision of exactech implants? Yes, bilateral initial implant date: on (B)(6) 2002 (B)(6), on (B)(6) 2021 (B)(6). Patient revised to exactech devices? Yes. No other patient information/medical history reported. Photos attached. Unable to obtain x-rays. Product not returning: disposed by hospital. 6077567 02-012-47-1509 - logic tibial insert std, sz 1.5, 9 mm. Serial number: (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k111400. Concomitants: 6147190 02-010-04-0315 - logic cr femoral por, right, sz 1.5, 3961908 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t, 6494607 201-78-15 - holding pin mini sharp point 4 pk, 6557683 201-78-81 - 3 trocar, mod. Hex 2pk, 6557684 201-78-81 - 3 trocar, mod. Hex 2pk, 6557705 201-78-81 - 3 trocar, mod. Hex 2pk, 6557707 201-78-81 - 3 trocar, mod. Hex 2pk, 329258 203-90-01 - 11-2624 powerpro sawblade, 5x098 203-90-21 - (2716) hall pwr pro/vers pwr plus 90x13/21x1.19mm, s048809 521-78-23 - threaded pin size 2.3 collared, s048826 521-78-23 - threaded pin size 2.3 collared, 1000320002 a10012 - gps implant kit v2. Refer to case: (B)(4).